Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had a cracked rear case and a broken ventricular connector. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator had a cracked rear case and a broken ventricular connector. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the lower case and ventricle output connector were broken. Analysis also found the upper case and two side bail covers broken, the battery release damaged, the battery contacts compressed, the ring bent and the battery drawer damaged. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.